Manufacturer narrative:
Date sent to FDA: 7/10/202. H6 patient codes: 2240, 3189- surgical intervention. Additional information: a2, d1, d2, d4, d7, h4. Additional b5 narrative: it was reported that the patient experienced recurrent hernia, adhesion, pain and discomfort. It was reported that the patient underwent removal of mesh on (B)(6) 2019. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 11/02/2020.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient a underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.